Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high capture threshold and lead dislodgement were observed on the right ventricular (rv) lead. During the lead repositioning procedure, the lead failed to extend. The physician believed the lead was jammed due to tissue and over torqued. The lead was explanted and replaced. The patient was stable.